Manufacturer narrative:
The company service representative examined the system but was unable to replicate any issue related to the reported event. The system was then tested and met all product specifications. The system was manufactured on january 25, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser power dropped during a surgical procedure. The laser probe was replaced and the laser power returned to the expected level, however, after several shots the power dropped again. The surgeon used 4 laser probes during the procedure. The procedure was completed with no harm to the patient.